Event description:
Sample initially tested for hcg+beta recovered >10000 mlu/ml. Same sample diluted recovered 8584 mlu/ml. Same diluted sample repeated recovered 6839 mlu/ml. The same sample was repeated on another analyzer and recovered >10000 when run straight, recovered 12,100 mlu/ml when diluted 1:10. The initial results were not reported. The field svc rep determined the sr probe was too high. The instrument was repaired. Performance check tests were performed and within spec.